Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing and shock impedance measurements. A chest xray was performed, and it was determined that the lead had a fracture. Lead replacement was recommended. No adverse patient effects were reported. This lead remains in service.